Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios 26.1.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of troubleshooting customer had taken no action to address bg. Customer loaded a new cartridge to resolve the issue.